Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge was leaking after the cartridge was filled with insulin. This occurred with 3 cartridges. It is unknown if the cartridges were from the same lot number or package. No adverse event reported. The insulin cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.